Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and heavily calcified left anterior descending artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was alive and well.